Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was received with cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated that the buttons aren't reacting to his touch. He indicated that he has to press them 4-5 times before they respond. Customer's blood glucose at the time of incident was 69 mg/dl. Customer could not recall any significant events leading up to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan per his doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis. .